Event description:
Surgeon reported a revision surgery due to a stem failure (small pin failure). Original surgery was performed on (B)(6) 2003. Revision surgery performed on (B)(6) 2012.

Manufacturer narrative:
Evaluation summary to support. The implants were not returned for examination; therefore, omni could not confirm the lot numbers of the product reported. Based on info provided, a review of manufacturing lot records was performed. All implant lot records were reviewed and only one deviation was noted. The femoral stems were accepted with a ull (under lower limit) condition on the pin which mates with the modular neck. Pin shear is a known issue, see attached technical report. There have been no pin failures due to pin shear since the redesign in june 2004.